Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the 9900 system locked up during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Event description:
It was reported that during an unknown procedure on a patient with rectum cancer, after firing, when the surgeon opened the clip, it was found that the staples were malformed, the rectum had a 5 mm leak, and the patient lost blood 80 ml. Then the surgeon stopped the bleeding at once and used hand sewing to finish the procedure. Now the patient is fine.

Manufacturer narrative:
(B)(4). The analysis showed that the (B)(4) device was received with the articulation mechanism damaged. The device was received with a (B)(4) cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality with test reloads on the three articulated positions, and it fired, cut and formed the staples as intended. However, on the right side the device malformed some of the staples. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.